Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Unopened sample was returned for evaluation for lot number jlq768. Visual inspection shows the graphics for sample tyvek have the incorrect volume symbol. The incorrect volume symbol states 0.5ml instead of 0.36ml.

Event description:
It was reported that the topical skin adhesive appeared dried up in the package. There were no reported patient consequences. No additional information was provided. Upon product evaluation, the packaging labeling of the topical skin adhesive was found to be incorrect with volume symbol listed of 0.5 ml instead of 0.36 ml.